Event description:
An olympus representative reported to olympus, on behalf of the customer, the front touch panel was not working properly on the video system center during a routine inspection. There was no patient involvement.

Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, the front panel switch was not working properly due to faulty front panel. In addition, it was noted, a crack was found on the power switch, dirt on the top cover, heavy corrosion on top, minor corrosion on the rear panel and on the chassis and a scratch on the front panel. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufactured date is unknown. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to front panel failure. No further information was obtained. Olympus will continue to monitor field performance for this device.